Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels ranging from 30-40 (mg/dl). Reportedly, due to the pump time being inaccurate, the customer's basal rate settings occurred at the wrong time of day. Juice was consumed to treat the low bg level.